Event description:
In 2002, the patient was seen at the center for device evaluation for a reported problem of intermittency and decrease in performance. Testing performed was inconclusive. The center continued to monitor the patient. In 2003, the decision was made to schedule surgery for device explantion.